Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented remotely with right ventricular thresholds that may be indicative of a lead integrity issues. It was advised to bring the patient in clinic for assessment but this was not done yet.